Event description:
Pt with fragile skin, and long term prednisone use intraoperatively had a drop in blood pressure during procedure for orif (open reduction internal fixation) for ankle fracture. When using the esophageal doppler monitor, the anesthesiologist met resistance at 28 - 29 mm from tip on three attempts. Monitor insertion aborted. Post-op patient complained of chest pain. CT of chest revealed pneumomediastinum and esophageal tear. Upper gi revealed a one longitudinal tear, which had the appearance of being sealed was demonstrated at 30 cm per os. Three clips were placed over its length. A non-bleeding mallory-weiss tear was found just above the gastroesophageal junction, which may or may not have been present prior to probe insertion attempts. The patient was tolerating full liquid diets and is preparing for discharge home.